Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker had logged atrial and ventricular noise reversions. No changes or interventions were performed. The patient was in stable condition.